Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013. During the procedure, the blade stopped rotating. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate when attached to the returned trigger. The trigger housing was received with liquid in the air tube. Due to this condition, the trigger failed the pressure decay test with a result of 1.92 psi (min 2.5 psi); this resulted in failure to activate the trigger and hence the blade would not rotate. The exact root cause of the liquid in air tube could not be determined from the evaluation results. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.